Event description:
It was reported that a spectrum pump alarmed air-in-line. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air-in-lin through the history log, but could not reproduce it during evaluation. Evaluation found the lower ultrasonic reading to be below specification. The ultrasonic sensor was replaced to correct this condition.